Event description:
A caller reported a malfunction on the pump, specifically a malf 9 error. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support again if the issue returned.